Event description:
It was reported to philips that the system intermittently failed to make exposure during clinical use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recreated the database. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).